Manufacturer narrative:
(B)(4). The field service engineer (fse) went onsite to evaluated the suspect device. The fse reported the unit was out of specifications and calibrated the transducers. The fse performed the operational verification procedure and user verification test and reported the unit is up to factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays low minute ventilation alarms. The customer reported the exhaled tidal volumes are less than half of set volume. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use, the customer reported no patient consequence is associated with the event.